Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple occlusion alarms since (B)(6) 2016. The customer's blood glucose (bg) level was impacted range from 400-above 500 mg/dl. The customer would take boluses to stabilize bg level. The contact stated that every time an occlusion alarm would occurred the supplies would be changed. As the contact had changed out the supplies prior to contacting tandem technical support, troubleshooting to determine a possible cause of the occlusion was unable to be performed.